Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that k phos was programmed at an unspecified rate to infuse over 6 hrs. However due to overfilling the IV bag by 100ml in pharmacy the infusion went over an additional 2 hrs. The customer stated this caused a delay in patient care however there was no patient harm.